Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty force sensor(gold). Unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.